Event description:
Complainant alleged that during functional testing, the device displayed "check pt" and "discharge fault 75" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.